Event description:
Patient underwent a transcatheter aortic valve replacement procedure which was complicated by the rupturing of the transcatheter aortic valve replacement (tavr) delivery system balloon which required a cutdown to retrieve.